Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) has not used/charged the ipg for approximately a month and a half. The sjm representative could not establish communication with the ipg using the programmer and two charging systems. Subsequently, the patient's ipg was explanted and replaced.